Manufacturer narrative:
Qc was within specifications prior to and after the event. A system check performed in 2007 was within specifications and customer stated that another system check performed prior to the event also was in range. Accu tni was recalibrated on six days later and results passed. The sample was collected in a bd, lithium heparin tube and centrifuged at 3,900 rpm for 6 minutes. The customer did not note any sample quality issues visually. A field service engineer (fse) was dispatched to the customer's lab: the fse performed verification of the instrument and all passed. The fse reviewed system check data, and there was no failure since early 2007. The fse verified repair per established procedures and results meet published performance specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding non reproducible troponin (accu tni) results from a single patient sample that were generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 0.36ng/ml was obtained. The customer runs accu tni in duplicate and a result obtained via a reflex condition was 0.77ng/ml. The customer then re-tested the original sample once more for accu tni and the repeated result was 0.55ng/ml. It is unclear if erroneous results were reported out of the lab. Based on available information, historical accu tni results were in the risk stratification range for this patient. There was no report of patient injury requiring medical intervention or change to patient treatment received regarding this event.